Event description:
During a low anterior resection, the device only partially fired the staples from the cartridge. A reload cartridge was then required to be opened to complete the procedure. Extended the procedure time by approximately 15 minutes.